Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient's wife reported that the patient had a rash on their back under the distribution node that was red and starting to blister. The patient's wife reported that the rash may have been from a medication, but it was not confirmed. The patient's physician prescribed the patient benadryl and advised the patient to temporarily remove the lifevest to allow the rash to heal. Follow-up indicated that the rash had almost completely healed.